Event description:
The initial reporter complained that their 4-hour qc was out of range on a cobas 8000 ise module. The reporter stated the moving averages were not acceptable and they repeated "several" patient samples. Of the data provided, the results for 1 patient sample were discrepant when tested for sodium (na). The initial na result was 128 mmol/l. This result was reported outside of the laboratory. The repeat result from a different ise module was 136 mmol/l. The na electrode lot number was t7329. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) found the degasser was breached and the mixing vessel needed to be replaced. The degasser, seals, vacuum nozzle and mixing vessel were all replaced; mechanisms were adjusted. The customer had no further issues after the service visit. All calibration performed on (B)(6) 2022 had calibration alarms. Calibration was acceptable after the service visit. Qc results were erratic around the time of the event and contained warnings. Several sample short and abnormal sample aspiration alarms were observed in the alarm trace data. These alarms suggest possible poor sample quality. The investigation determined the service actions resolved the issue.